Event description:
It was reported the right ventricular (rv) lead was surgically abandoned due to noise on the rv lead. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.